Event description:
Hill-rom received a report from a hill-rom tech stating that the foot rest was cracked. The lift was located on the main floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found that the foot tray was cracked. According to the service manual the lift shall be check for scratches, dents, deformities or unusual surface wear. The plastic foot tray cover shall also be inspected for cracks and secure fit on metal frame. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the foot tray to resolve the issue. Based on this info, no further action is required.